Event description:
Customer reported a filament reg failure. No patient injury.

Manufacturer narrative:
The service rep replaced the c-arm's fluoro functions pcba to correct arc-net comm. Issues. The system is working as intended.